Manufacturer narrative:
The cobas e 801 analytical unit (cobas 2) serial number was (B)(6). No calibration influence was observed. The qc was within range before sample measurements. The provided sample foam detection (sfd) images showed that the sample in question had some abnormalities (many tiny particles). The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 2 patients' samples tested with elecsys troponin t hs assay on a cobas e 801 analytical unit (cobas 2). Patient 1: sample 1: initial result: 23.2 pg/ml (tested on cobas 2). The customer/physician alleged that the initial result did not match the patient's clinical status. A new sample (sample 2) was drawn from the patient and tested on cobas 2, resulting in a value of 9 pg/ml. Sample 2 was repeated on cobas 1 and the repeat result was also 9 pg/ml. Sample 1 was then repeated on cobas 2 and the repeat result was 10 pg/ml. The results of 9 pg/ml and 10 pg/ml were deemed to be correct. Patient 2 was tested on cobas 2 on (B)(6) 2025: initial result: 32 pg/ml. Repeat result: 20 pg/ml.

Manufacturer narrative:
The customer alleged disctrepant results for an additional 2 patients' samples: patient 3 was tested on (B)(6) 2025: initial result: 19.3 pg/ml (tested on cobas 2). 1st repeat result: 12.8 pg/ml (tested on cobas 1). 2nd repeat result: 12.7 pg/ml (tested on cobas 2). Patient 4 was tested on (B)(6) 2025: initial result: 15.4 pg/ml (tested on cobas 1). 1st repeat result: 9.88 pg/ml (tested on cobas 2). 2nd repeat result: 9.27 pg/ml (tested on cobas 1). The investigation is ongoing.

Manufacturer narrative:
A general reagent or analyzer problem can be excluded because the qc prior to the event was within the ranges. The investigation did not identify a product problem. The cause of the event was consistent with a preanalytic issue (a sample quality issue where many tiny particles were observed in the sample) at the customer site. Preanalytics are within the customer's responsibility.